Event description:
It was reported that the patient underwent a hip replacement surgery on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason. No further information has been received.

Manufacturer narrative:
As no data is made available by the hospital the existence of the armd could not be confirmed and its cause could not be determined. A review of the manufacturing history records confirms no abnormalities or deviations reported.

Event description:
Biomet UK received preliminary clinical data from (B)(6) regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an adverse reaction to metal debris (armd).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Product location unknown.

Event description:
It was reported patient enrolled in a clinical study and underwent a left resurfacing hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an adverse reaction to metal debris (armd). Additional information received from patient's legal counsel noted patient allegations of audible noise and elevated metal ions noted since 2008. It was further reported from patient's legal counsel that during the revision procedure on (B)(6) 2013, metallosis was allegedly noted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter contact name - unknown.